Event description:
It was reported that a xience prime stent was implanted in a left main (lm) artery and a xience prime stent and a promus stent were implanted in a mid left anterior descending (mlad) artery. Post-procedure, the same day, the patient had elevated cardiac enzymes. There was no treatment provided, no myocardial infarction reported, the symptoms resolved without an adverse patient sequela on (B)(6) 2013, and this was reported as a non-serious event per the physician. On (B)(6) 2013, the patient had a cerebrovascular accident-stroke (cva). Although the symptoms are continuing, this was reported as not related to the device and unlikely related to the procedure and there was no treatment provided or no additional hospitalization occurrence. There was no additional information provided. Additional information received. On (B)(6) 2013, the patient had a side branch occlusion of the 2nd diagonal during the procedure, after post dilatation of the xience prime 2.58 x 33 mm stent in the mlad was implanted and respiratory failure. Angioplasty was done as treatment of the 2nd diagonal artery. There was no treatment provided for the respiratory failure, this was reported as a non-serious event by the study physician, and is listed as resolved without an adverse patient sequela on (B)(6) 2013. On (B)(6) 2013, the patient was diagnosed with a lower respiratory infection that was treated with antibiotics, listed by the study physician as a non-serious event, and resolved without an adverse patient sequela on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dyspnea and occlusion are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.